Event description:
The pt was enrolled and treated in the study with a precise stent to the right internal carotid artery in late 2008. The procedure went well with no procedural complications or hemodynamic events. The pt was admitted overnight for monitoring. The pt had some perioral and right-sided facial numbness, but remained otherwise neurologically intact. Also, during the procedure, the pt developed a "strange sensation" in the right arm, which resolved, but then the patient noted that facial numbness (? Right and left). Since then, the pt had a novocain- like sensation of the entire right face, most intense on the lips, and otherwise feels well. There was no documented hypotension during the procedure. The pt likely has had a small left lateral thalamic infarction, which was documented as typically due to in-situ small artery disease, but in this situation a small embolus from the aortic arch is suspected. It was also documented since the patient's right vertebral artery is occluded near the vb junction, embolism from the arch up the left subclavian artery to the vertebral artery would be the presumed mechanism. The etiology is unclear, but it is believed to be a small left lateral thalamic stroke. A non-contrast head CT showed no evidence of hemorrhage or evidence of any new infarcts. The event is documented as unrelated to anticoagulation and the cordis product; however, related to the index procedure. The pt was documented being discharged the following day.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.